Manufacturer narrative:
Tandem product surveillance analyst reviewed pump data. The logs were reviewed for (B)(6) 2024. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl. The lowest recorded bg value shown is 56 mg/dl. The complaint could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as low; cause was not known. A glucagon injection was administered. Paramedics were called and customer was taken to the emergency room (ER). Upon admission, customer was unconscious and was experiencing seizures. Intravenous insulin/saline and anti-sickness medication were administered. Low bg resolved. Customer was discharged from the ER the next day with no injury. Customer did not observe any issues with the cartridge, insulin, infusion set tubing or cannula. Recommendation was made to consult with a healthcare provider regarding diabetes management.